Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive reactions of patient samples with both anti-d reagents (clone bs226 and clone bs232) of erytype s abd+rev.a1, b when used on tango infinity. The customer stated that two patient samples were historically rh(d) negative. The customer returned the supposedly defective product for investigational testing and also two patient samples that had caused false positive test results. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported false positive reactions of patient samples with both anti-d reagents (clone bs226 and clone bs232) of erytype s abd+rev.a1, b when used on tango infinity. The customer stated that two patient samples were historically rh(d) negative. The customer returned the supposedly defective product for investigational testing, other reagents used for the allegedly false positive testing and also two patient samples that had caused false positive test results. Our quality control laboratory tested the complained material in parallel with their retained samples on tango infinity. Therefore 10 different patient samples (d neg., d pos. And dweak) and the patient samples sent in by the customer . All positive and negative reactions were correct. Additionally the patient samples from the customer were tested in the tube technique with blood grouping reagent anti-d blend. Both samples reacted clearly negative. Then they were tested with the gel technique and found to be negative. The correct function of erytype s abd+rev. A1,b was confirmed by testing different positive and negative samples. All used reagents (retained samples and complained material) worked as expected. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was checked by one of our field service engineers with no indication for a malfunction. The instrument is confirmed to run within its specifications.

Manufacturer narrative:
This is our final report on this incident.